Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm in length, 3.5mm in diameter, eccentric and de novo target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 3.50x16mm promus element¿ plus stent was selected to treat the lesion. During procedure while the physician was trying to deploy the stent, the shaft of the sds was noticed to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.; the centre of the stent was damaged. The strut rows in the centre had been raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm in length, 3.5mm in diameter, eccentric and de novo target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 3.50x16mm promus element¿ plus stent was selected to treat the lesion. During procedure while the physician was trying to deploy the stent, the shaft of the sds was noticed to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.